Manufacturer narrative:
This report is submitted on december 13, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported) and subsequently was treated with oral antibiotics (duration not reported).